Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the physician's office, the patient returned on (B)(6) 2010 for a follow up appointment and keflex, 250 mg was prescribed prophylactically. The keflex treatment was completed on (B)(6) 2010. On (B)(6), 2011, the patient presented with a chronic cough and continued incontinence. The physician instructed the patient to return in six months to follow up on the incontinence. The patient was last seen on (B)(6), 2011, minimal leakage was reported. Per the physician, the patient condition is fine. All other information is unknown and unavailable.